Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic appendicectomy: "when bag was deployed the arms of the bag over extended from the delivery device and the bag fell off. When specimen bag was deployed, the metal arms come right out of insertion tube causing the bag to flop and be unopenable. This has happened before but not reported." The technique of deployment was not available. Instruments were used to manipulate the bag after deployment as metal arms would not hold bag up." Type of intervention: "second bag had to be opened to retrieve specimen." Patient status: "procedure completed. Length of case extended due to having to use 2nd device."

Manufacturer narrative:
Additional information received. Investigation summary: the event unit was returned for evaluation, without the tissue retrieval bag. The unit was disassembled and the pawl was found to be deformed at the tip, indicating that the actuator had been retracted. During manufacturing, 100% of the retrieval system bags are inspected for non-conformances. The root cause was found to be use error as the investigation suggests that the ratchet mechanism was overridden. The instruction for use (IFU) states, "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical continuously seeks to improve the form, function, and ease of use of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from customer, september 20, 2016: all applied medical ports were used in the procedure. The technique of deployment was not available but have been using this device at hospital for 2-3 years. Instruments were used to manipulate the bag after deployment as metal arms would not hold bag up.